Manufacturer narrative:
The product testing could not be performed because the product was not returned for evaluation. The complaint cannot be confirmed. Manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. Initial reporter phone number: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 11.0 diopter intraocular lens (iol) was implanted in a significantly myopic patient's right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2017, due to the patient¿s dissatisfaction with the uncorrected near visual outcome and the unwillingness to tolerate any dysphotopsia. Patient was initially not bothered by the dysphotopsia, it was not excessive; but was rather something the patient was unwilling to tolerate. The replacement lens was a non-amo lens. Post-operatively, on (B)(6) 2017, the patient's vision was r 6/5 and n12 without spectacles. Reportedly, the patient was happy with the outcome. No additional information was provided.